Event description:
It was reported that the system with this right atrial (ra) lead and an implantable cardioverter defibrillator (ICD) recorded high, out of range pacing impedances. The patient is in hospice so they will not proceed with any changes on the system that remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).